Event description:
Multiple health issues from the now recalled allergan biocell tissue expander placed on one side (B)(6) 2003 for reconstructive purposes. Replaced with a not yet recalled allergan smooth saline implant. A majority of my life spent pin-balling in and out of hospitals with confirmed diagnosis and symptoms that resolved (B)(6) 2019 after implant and surrounding scar tissue was removed and left breast. Please contact me for more med records and further details on hospitalizations, surgeries, effect on children, molar pregnancy, tetany convulsions, misdiagnosis before implant issue was discovered. FDA safety report ID# (B)(4).